Event description:
The patient had three resolute integrity drug eluting stents implanted in the in lad and rca which were reported to have significant disease. Approximately seven days post implant the stent thrombosis occurred and the patient expired. The patients family members confirmed that the patient stopped taking his plavix in conjunction with heavy consumption of alcohol.

Manufacturer narrative:
Results: inherent risk of procedure - death and stent thrombosis, patient's condition predisposed event-patient ceased taking plavix 3221 no results available since no evaluation performed - device or procedural images not provided for review. Conclusion: inherent risk of procedure-death and stent thrombosis, device failure/lack of effectiveness related to patient condition-patient ceased taking plavix. (B)(4).